Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous fluctuating blood glucose (bg 30->500 mg/dl). To address fluctuating bg, customer adjusted their diet, adjusted pump settings and delivers boluses properly. However, bg continued to fluctuated. Customer was a brittle diabetic, bg could not be controlled. Customer met with tandem clinical diabetes educator and the pump settings were reviewed. Recommendation was made for customer to review the carbohydrate/correction settings with their healthcare provider. Also, customer used infusion set for 3 days versus the labeled 2 days. Reportedly, customer changed the infusion set cannula to a shorter length.